Event description:
Patient was receiving an aerosolized medication. The support on the draeger was increased per orders during this time. Draeger were unplugged, the battery in use audio and visual alarm sounded as expected then another different audio alarm replaced it. The screen on the draeger ventilator went black and the ventilator appeared to have stopped. The respiratory therapist (rt) began to ventilate the patient with the neo-t device. The rt called for the bedside registered nurse (rn) and additional rt to come to the bedside. The draeger ventilator was then replaced with another ventilator. Patient remained stable without the incident.